Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead, section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-jul-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 24-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from a patient's representative (rep) regarding an implantable neurostimulator (ins). The reason for the call was the patient's rep reported that the patient kept getting a settings not available message. Caller mentioned that the patient has been keeping the controller on group b for awhile now. Agent walked caller through switching from group b to a; caller noted they got the error message. Caller switched from group a to c and got the error message. The issue was not resolved. The caller was redirected. Agent advised caller to reach out to a manufacturer rep to have the message cleared and see what triggered it. No symptoms were reported. (B)(6) 2025: additional information was received from the patient. It was reported the cause of the settings not available message was that the electrodes were going out. The ins was recalibrated. The issue was resolved.